Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had experienced discomfort where the headers of the extensions were located. The patient underwent an explant procedure and did well postoperatively.